Manufacturer narrative:
Device evaluation: visual analysis performed. A leak test and microscopic analysis of the returned device identified a fold crease, a wear abrasion, a curved sharp opening on the valve bond edge (no shell thickness due to opening is under plug strap), and a partial delamination of the diaphragm flange disk shell. Fill inspection was performed and identified that no blockage was in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Delamination of diaphram flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported left side "leak". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "leak". Device remains implanted.